Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined the motor speeds were unstable, the unit was out of calibration, the control bar was out of position, and the hinge gasket was damaged. The hinge gasket, motor, and various bearings were replaced, the device was recalibrated, and the control bar was repositioned and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported when starting to use the dermatome for surgery the head stays stuck and the blade does not oscillate. No harm was noted and a 5-10 minute delay occurred to adjust the device. No adverse events were reported as it relates to this event.